Event description:
The customer reported that the spectrum pump displayed system error 322 alarms. The customer reported that there was no patient involvement. No further information was provided.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device was tested during the evaluation with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. The evaluation was unable to determine the cause. Evaluation of known contributors to ec 322, has led to the determination that the upper and lower aux were the failing components and were replaced.